Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076-52 implantable pacing lead 2005-(B)(6); 4396-88 implantable pacing lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.